Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and found that the image cuts out when the distal tip is manipulated. The ccd (charge couple device) was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to corroded defective ccd. Therefore, the most probable investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, all cameras went black. The patient's anatomy was not visible on the center image when the cameras went black. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.